Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the tricuspid leaflets in the heart had been perforated by a pacing wire. The physician repaired the perforation. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.